Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a cause for the reported resistance with the introducer sheath. It is possible that there was a lack of clearance in the popliteal artery in order to properly deliver the self expanding stent system; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10/h3 - device status changed from yes to no.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a popliteal artery. Pre-dilatation was performed with a balloon to prepare the vessel. As the 5.5x120mm supera stent delivery system was advancing through the introducer sheath, resistance was met and was unable to advance further. Therefore, the device was simply removed, with resistance met with the introducer sheath again. Once outside of the anatomy, the physician intentionally troubleshooted the supera device by opening the handle. Therefore, the delivery system was discarded and the stent implant was retained. Another supera was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.